Event description:
This is the first MDR submitted for the first suspect product. A physician reported a pt who was originally double skin tested on 20 november 1998 and 4 december 1998 with negative results. On 16 december 1998, the pt was treated with two formulations of product into the nasolabial folds, cheeks, chin, and oral commissures. On 10 february 1999, the pt was examined in the office and it was noted she had red "bumps", swelling and induration at all the treatment sites. The pt denied any itching or flakiness. The pt stated the symptoms began on 17 december 1998. The physician prescribed zyrtec, mortin, and desowen lotion. The physician believed the symptoms were a hypersensitivity.